Event description:
It was reported that during a gyn exploratory lap, during the test cycle of the generator, the tip of the shear fell off inside the patient. The surgeon was able to retrieve the tip, and no adverse consequences were noted.